Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00162 on 01-jul-2021. Additional information (01-jul-2021): siemens reviewed the information provided and services performed on the atellica ch 930 analyzer, and the cause of falsely elevated carbon dioxide, concentrated (co2_c) results is unknown. The performance of the analyzer was verified and acceptable. The customer did not observe a recurrence, and the analyzer has been operational post-service visit. The analyzer was verified and operating as specified. No further evaluation of the device was required. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions. MDR 2432235-2021-00161_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported multiple calibration issues and that quality controls were out of range on the atellica ch 930 analyzer. As a result, the customer granted siemens remote access to the analyzer. Siemens checked the system message log and noted no errors on the day(s) of the event. While in the service diagnostics menu, siemens attempted to perform an auto check and observed the vacuum manifold pressure transducer, atmospherics pressure, and reaction washer probe 2 pump volume failed and were out of range. In addition, on the dilution arm and reagent arm 1 there were level sense transitions when no water is present. As a result, siemens dispatched a customer service engineer (cse) to the customer site. The cse reset the can (controller area network) boards and connections, and replaced the pressure transducer, vacuum pump and filters, reagent and dilution probe, reaction washer valves, and the r1 drain valve, cleaned all mixers, verified all alignments, performed an auto check test to reset vacuum baseline. The cse verified that a qc run and precision test with carbon dioxide, concentrated (co2_c), was performed and acceptable. Siemens is investigating. MDR 2432235-2021-00161 was filed for the same event.

Event description:
The customer obtained discordant falsely elevated carbon dioxide, concentrated (co2_c) results greater than 40, on an atellica ch 930 analyzer. The customer used the same samples tubes and analyzer for repeat testing and noted that similar results were produced. There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.